Manufacturer narrative:
This supplemental is being sent to include information that was omitted from the ¿additional MFR narrative¿ field of the submitted 3500a report. The following information was available at the time of submission: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter had been reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at 7pm on (B)(6) 2016. At this time the patient alleged to have obtained a blood glucose reading of ¿201mg/dl¿ with the subject meter and ¿150mg/dl¿ on a onetouch ultra2 meter within 30 minutes of one another. The patient manages their diabetes by taking 10 units of lantus insulin per day and stated that as a result of the alleged inaccuracy they took an additional 5 units of this insulin. The following morning, at 8:30am, the patient developed the symptoms of ¿sweating and shaking¿; symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming additional food and/or drink between 8:30 and 9am on (B)(6) 2016. No medical intervention was required as a result of these symptoms. At the time of troubleshooting the csr confirmed the unit of measure was set correctly on the subject meter and the samples were taken from an approved sample site. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. At the time of troubleshooting the csr confirmed the unit of measure was set correctly on the subject meter and the samples were taken from an approved sample site. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.